Event description:
A healthcare facility in (B) (6) reported via a distributor that when an rt110 adult breathing circuit was connected into the machine, it gave an error message reading. This was observed during patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The rt110 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.